Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and a dose that has never gone over 100-150mcg/day) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that the patient stated their legs were crawling with pins and needles, the patient was itching, and the patient had bad spasms. It was reported the patient went to a clinic where they told the patient her pump was dry (empty). The patient was not due for a refill at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.